Event description:
It was reported that during a generator replacement, there was breach in the right ventricular lead insulation. Lead impedance was low and there was loss of capture. The lead was capped and replaced. No adverse events reported, patient condition was fine.